Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for an implant. During the procedure the device took a cobra shape. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was replaced with a new 10mm amplatzer septal occluder, that was successfully replaced. The patient remains hemodynamically stable throughout the procedure. There was no clinically significant delay as the result of this event.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 10mm amplatzer septal occluder is a 6f.